Manufacturer narrative:
Findings: unit received with cracked case on display window corners, scratched lcd window, cracked reservoir tube, broken reservoir tube lip, cracked battery tube threads, and missing end cap sticker.

Event description:
It was reported that the customer had an entire peice of the insulin pump missing from the reservoir side. The customer's blood glucose level was 127 mg/dl. Customer stated that the physical damage involves a missing piece from the reservoir cylinder of the insulin pump. Insulin pump will need to be replaced. No additional information provided.